Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient did not have a remote to put the ins in MRI mode and that the ins had not worked in years, it did not work at all and it was no longer functional. The hcp needed to scan the patient's head and it was reviewed that a MRI of the head was still possible. No symptoms were reported. No further complications were reported/anticipated.